Event description:
The customer stated that the central monitoring system (cns) shuts down intermittently without warning. When it shuts down, it powers completely down an turns off. Ref MFR report #: 8030229-2014-000174.